Event description:
It was reported to philips that the device's flexvision computer crashed. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc crashes with input from the carto system. The carto system provides a real-time display of catheter position superimposed on the 3d cardiac maps constructed. Analysis of the system log files confirmed the flexvision pc error. Upon troubleshooting, fse found the cause of the issue to be a combination of both software and hardware issues on the flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flexvision pc and new software installation by the fse have resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.